Event description:
A customer reported damage to the pump housing and usb port, affecting the ability to charge the pump. There was no reported adverse impact on the customer's blood glucose level. Customer continued to use the pump and reverted to manual injection for insulin therapy.